Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring on the reservoir tube and cracked case at reservoir tube window corners. No scuff mark noted. (B)(4).

Event description:
The customer reported via phone call that they found that there was damage on the reservoir compartment and the reservoir fell off of the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.